Manufacturer narrative:
Since no product was returned, extended investigated has been completed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the freestyle lite meter and freestyle strips, and the dhrs showed the freestyle lite meter and freestyle strips passed all tests prior to release. A tripped trend review was completed and showed no trips for the freestyle lite meter and the reported complaint. Retain testing was performed for freestyle strips and all units performed in specification and passed. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A nurse reported, on behalf of the customer (child), that the adc blood glucose meter displayed a low reading compared to a laboratory result. Nurse reported the customer arrived in the emergency room at 8:52 am (date unspecified and reason unknown) and a reading of 90 mg/dl was obtained on the adc meter compared to a lab result of 300 mg/dl. Both readings were reportedly obtained at 8:56 am. The readings were plotted on a parke¿s error grid and the results fell into the ¿c¿ zone, showing the difference in values to be clinically significant. Customer was diagnosed with diabetic ketoacidosis (dka) and administered insulin via intravenous infusion. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A nurse reported, on behalf of the customer (child), that the adc blood glucose meter displayed a low reading compared to a laboratory result. Nurse reported the customer arrived in the emergency room at 8:52 am (date unspecified and reason unknown) and a reading of 90 mg/dl was obtained on the adc meter compared to a lab result of 300 mg/dl. Both readings were reportedly obtained at 8:56 am. The readings were plotted on a parke¿s error grid and the results fell into the ¿c¿ zone, showing the difference in values to be clinically significant. Customer was diagnosed with diabetic ketoacidosis (dka) and administered insulin via intravenous infusion. There was no report of death or permanent impairment associated with this event.